Event description:
The customer reported falsely decreased results generated from the architect c16000 processing module. The customer mentioned that a low sodium was generated on the analyzer. When repeated on a second analyzer, the repeat results were within normal range of the patient¿s history. The customer then ran qc on the analyzer and found they had multiple assays failing. The customer pulled all patients that were ran on the analyzer since their last known good qc and erratic results were found. The customer was only able to provide one example of low sodium results: (B)(6): initial sodium = 111 mmol/l; repeat result = 134 (customer¿s normal range: 133-145 mmol/l) there was no impact to patient management was reported.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section g1 contact information was updated to reflect the current contact(B)(6).

Manufacturer narrative:
The field service representative (fsr) inspected the architect c16000, serial number (B)(6), and determined the vacuum pump, 16 (rohs) ((B)(6)) the likely cause as the dry tips was not completely drying the cuvette segment leaving residue in the cuvettes. The fsr repaired the pump, and the issue was resolved. The instrument service history review revealed no additional services ticket associated with discrepant/erratic sodium patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Review of tracking and trending did not identify any trends for the vacuum pump, 16 (rohs). No similar issues related to the architect system, likely cause parts, or discrepant results as described in this ticket. The architect c16000 erratic result rates were within acceptable limits with no trends identified. A review of device history records did not identify any non-conformances or deviations for the parts associated with this complaint. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency of the vacuum pump, 16 (rohs) or the architect c16000, serial number (B)(6) was identified.upon review, the sid (B)(6) in b5 was not documented in a1 - patient identifier. Will be updated in this submission to include (B)(6) in a1-patient identifier. Upon review needed to update the h6-adverse event problem, type of investigation to add code b01.

Event description:
The customer reported falsely decreased results generated from the architect c16000 processing module. The customer mentioned that a low sodium was generated on the analyzer. When repeated on a second analyzer, the repeat results were within normal range of the patient¿s history. The customer then ran qc on the analyzer and found they had multiple assays failing. The customer pulled all patients that were ran on the analyzer since their last known good qc and erratic results were found. The customer was only able to provide one example of low sodium results: sid (B)(6): initial sodium = 111 mmol/l; repeat result = 134 (customer¿s normal range: 133-145 mmol/l) there was no impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) inspected the architect c16000, serial number (B)(6), and determined the vacuum pump, 16 (rohs) (7-202560-01) the likely cause as the dry tips was not completely drying the cuvette segment leaving residue in the cuvettes. The fsr repaired the pump, and the issue was resolved. The instrument service history review revealed no additional services ticket associated with discrepant/erratic sodium patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Review of tracking and trending did not identify any trends for the vacuum pump, 16 (rohs). No similar issues related to the architect system, likely cause parts, or discrepant results as described in this ticket. The architect c16000 erratic result rates were within acceptable limits with no trends identified. A review of device history records did not identify any non-conformances or deviations for the parts associated with this complaint. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency of the vacuum pump, 16 (rohs) or the architect c16000, serial number (B)(6)was identified.upon review, the sid (B)(6)in b5 was not documented in a1 - patient identifier. Will be updated in this submission to include (B)(6) in a1-patient identifier.

Event description:
The customer reported falsely decreased results generated from the architect c16000 processing module. The customer mentioned that a low sodium was generated on the analyzer. When repeated on a second analyzer, the repeat results were within normal range of the patient¿s history. The customer then ran qc on the analyzer and found they had multiple assays failing. The customer pulled all patients that were ran on the analyzer since their last known good qc and erratic results were found. The customer was only able to provide one example of low sodium results: sid (B)(6): initial sodium = 111 mmol/l; repeat result = 134 (customer¿s normal range: 133-145 mmol/l) there was no impact to patient management was reported.